Manufacturer narrative:
Medtronic received additional information that this device was explanted and replaced due to significant dilatation of the aortic root, measured at 5.8 cm, and left ventricular dysfunction. The patient tolerated the replacement procedure well, and no other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately 22 years and 7 months following the implant of this mechanical valve, this valve was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.